Event description:
Physician reported a left side rupture diagnosed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 2519564 and catalog n-27-mx115-290 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data:b5, g1, h6.

Event description:
Device has been explanted and replaced.